Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2014. -

Event description:
It was reported that the patient received an inappropriate shock due to the device misclassification of an episode of supra ventricular tachycardia (svt). The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.